Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable event as the device hadn't used for clinical purpose and kept the device for demonstration purpose, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
N/a.

Event description:
It was reported that a cardiosave intra-aortic balloon pump (iabp) had image flicking and aged blood detect tubing during functional check. Both of them need to be replaced. There was no patient involvement.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.